Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
A report received from the united states stating that the device would not secure the attachment. It is known that the device was not used in surgery. It is not known if patient or user injuries or medical intervention occurred. There was no add'l info provided.